Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2016 with the following findings: no defect found. Unable to duplicate complaint.black box shows alarms with high force occurring due occlusion during prime. ¿ez-prime¿ steps were performed correctly; no alarm occurred during the investigation, the product performs within specification the pump¿s cover was removed, no intermittent condition was found to the printed circuit board or to the motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.